Event description:
Event description 3/24/00 cpi received information that this implantable pulse generator (ipg) was exhibiting high bipolar impedances (greater than 2500 ohms) and thresholds in the atrium. Unipolar readings were within normal limits. 8/21/01 guidant received information that this implantable pacemaker (ipm) did not have capture or output in bipolar mode in the ventricular channel. Trans-telephonic monitoring (ttm) revealed no ventricular pacing. The device was explanted, replaced and returned for analysis. The ventricular lead was capped and replaced.